Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms, a cartridge alarm (alarm 1), and a minimum fill message occurred after the cartridge was filled with at least 120 units. Additionally, the pump fill estimate was inaccurate. Customer's blood glucose ranged from 145-177 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.